Event description:
Uponhooking up tubing for laparoscopy to wolf machine, blood noted in tubing and noted to be coming from machine. The blood did not reach the patient. The unit was contaminated with blood that entered through the patient flow connector. It affected the silicone tubing, solenoid, regulator and v-7 valve. Unit returned to manufacturer. Manufacturer reported to FDA invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.